Event description:
It was reported when using the bd tube cit plh 13x75 2.7 blbl ce l/bl , the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: defects: insufficient blood volume. Unit: 1. Impact: no impact on patients and users. Claim settlement: no claim settlement is required, complaint response letter is required.

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd tube cit plh 13x75 2.7 blbl ce l/bl , the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: defects: insufficient blood volume. Unit: 1. Impact: no impact on patients and users. Claim settlement: no claim settlement is required, complaint response letter is required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.